Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2008 the patient was diagnosed with complete vaginal vault prolapse, stress urinary incontinence and underwent a two part procedure which included an mmk and an abd sacrocolpopexy with implant of a bard/davol flat mesh. Per the operative report details, "four ethibond sutures were placed into the periosteum of the sacrum. A mersilene mesh (davol flat) was then placed through each of these suture sites and tied down. The mesh was then trimmed and a moschowitz culdoplasty was performed." Attorney alleges unspecified adverse patient outcomes associated with use of device.